Event description:
It was reported the patient experienced an infection. Four to five days prior the reporter noted pussing, redness, and pressure where the lead is implanted. The ins pocket was well healed. The patient had an appointment with their hcp in a month. The patient was referred to the emergency room. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
(B) (4).